Event description:
The hcp reported that approximately two months ago, the patient had a return of symptoms, leg weakness, and bowel and bladder incontinence. A magnetic resonance imaging (MRI) was recommended at that time, but the patient deferred due to personal issues. The MRI was performed in 12/2007 and an inflammatory mass was diagnosed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.